Event description:
Baxter china received a report that the injector used to fill an infusor broke off at the fill port while filling the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. The injector (syringe) was not returned with the unit for evaluation. Visual examination confirmed the reported condition of a syringe broken and stuck inside the fill port. The root cause was determined to be user error; direction for use directs users to lock syringe gently to the fillport. Overtightening of the filling syringe on the fillport is the cause of the reported issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Correction: the incorrect manufacturing date was included on the initial medwatch.